Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor mounting pads would not stick to the oxygenator. The user reported once the level sensor was placed, the pads would pull away from the oxygenator. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Continuity testing found a full open condition at the distal electrode circuit. There was no visible damage to the catheter body. Further testing revealed that when the catheter body was cut open, the distal leadwire was found broken 3 centimeters from the tip. This event is determined to be reportable as following edwards standard procedures. A device history review was completed and documented that the device met all specifications upon distribution.